Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they got a different company device implanted in (B)(6) 2021 they want to return the external equipment pt stated they did not have therapy benefit since implant (B)(6) 2020 so decided to get another manufactures device implanted. Pt had their ins replaced with another manufactures stimulator.